Manufacturer narrative:
The customer could not confirm whether the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, no reprocessing information can be confirmed. During evaluation, the reported blurry image issue was not confirmed. Testing showed the device could relay an image to the monitor but the image was noisy. This issue was caused by a deformed scope connector. The device evaluation identified the following issues: the main channel had a pin hole and was no longer water-tight; the scope connector cover, distal end cover, connecting tube, flexibility adjustment ring, lock engagement lever, both directional knobs, switch button 1, scope connector, hand grip, control unit, and universal cord were scratched; the light guide bundle showed breakage; the adhesive on the bending section cover was cracked; and the bending tube was deformed. Functional testing determined that the up/down knob had excess play and the bending angle in the up direction did not meet with specifications. Both of these issues were caused by a worn angle wire. The source and the cause of the foreign material could not be definitely confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection in chapter 3.8- inspection of the endoscope: "9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite colonovideoscope had a blurry image. The device was returned to olympus medical for evaluation. During examination, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.